Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." Device not returned.

Event description:
It was reported the customer alleged the pump declared multiple occlusion alarms. However, during troubleshooting with tandem technical support (cts) the occlusion alarms could not be verified in the pump history. The customer declined to provide further information regarding the occlusion alarms. Additionally, the customer delivered too large of boluses; an exact value was not provided. Subsequently, the customer's blood glucose (bg) decreased to 47-50 mg/dl. Bg was addressed with the customer consuming carbs. Reportedly, the customer addressed occlusion alarms and resumed insulin delivery.